Manufacturer narrative:
Onsite investigation was preformed by the field representative. Although the reported event could not be reproduced during inspection, the representative felt that the port panel on the axiem box was loose and wiggled when a tracker was plugged in for testing. Replacement of the axiem box resolved the issue. No further issues were reported. The reported non-invasive prenatal test (nipt) tracker was discarded by the site after the case, therefore, analysis of the tracker will not be possible. Analysis of the returned axiem box could not confirm any failure as it operated as intended and passed all tests. Unit was received without the pry out plug. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the non-invasive prenatal test (nipt) tracker was intermittently tracking. They tried moving the emitter without resolution. They plugged the tracker into a different port on the axiem box and the issue was resolved. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: updated with the correct part information. It was incorrectly reported that the non-invasive prenatal test (nipt) tracker was intermittently tracking. If information is provided in the future, a supplemental report will be issued.

Event description:
The non-invasive patient tracker (nipt) was intermittently tracking.